Manufacturer narrative:
No devices were returned to dmta within the timeframe of this investigation. It is acknowledged that all laser fibers manufactured by dmta are 100% inspected for power performance defects, objectively providing confirmation the fibers are operating as intended prior to distribution. No trend for complaints related to this matter is currently observed. Dornier will continue to monitor complaints related to this report.

Event description:
Four diode laser fibers were reported to have broken during fetoscopy.

Manufacturer narrative:
The two laser fibers returned to dmta were evaluated which determined no manufacturing defects were present which could have resulted in the breakage/imploding of the fiber reported. No inconsistencies related to the manufacturing of the devices was noted. It is recognized that all laser fiber units manufactured by dornier are 100% inspected via visual evaluation as well as power performance testing prior to release for distribution which confirms the operational capacity as well as the state of the device. Dornier laser fibers are fragile, and must be handled with care as indicated on the valid dornier diode laser fiber IFU. The root cause of the complaint reported was not possible to confirm.

Event description:
A notification was received regarding diode fiber units which were reported to have broken/imploded during first usage.